Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot#: va18k9q, implanted: (B)(6) 2016, product type: lead. Product ID: neu_unknown_ext, serial#: unknown, implanted: (B)(6) 2016, product type: extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 01-jun-2019, UDI#: (B)(4). Product ID: neu_unknown_ext, serial/lot #: unknown, ubd: 01-jun-2019. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that when running an electrode impedance, patient felt tingle on the top of his head where the lead and extension connect. There is no specific event that was known to cause this. No troubleshooting performed. Impedance results show a 1-2 bipolar short (80). The 1 and 2 monopolar values are relatively lower than 0 and 3. 0: 834, 1: 267, 2: 269, 3: 796. The issue is not yet resolved. No further complications were reported or anticipated with this event.